Event description:
Caller alleged discrepant precision results using the inratio meter.

Manufacturer narrative:
Customer is taking synthroid. Pt current medication and health status may affect coagulation test. This may lead to unexpected inr result or testing error. No data analysis performed because time between tests exceeds three hours. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Trend analysis is not required at this time - no strip lot information was provided. This issue will be subject to future tracking; corrective action not required at this time.